Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio vibrate anomaly. Customer's blood glucose level was 165 mg/dl. Customer states insulin pump was neither beeping or nor vibrating currently. Customer perform self test and insulin pump did not beep during the tone test. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No audio or vibrate anomaly noted during test.